Event description:
It was reported the lead was explanted and replaced due to an insulation anomaly and high voltage lead impedance.

Manufacturer narrative:
External insulation abrasion was noted at 17.0-17.8cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.